Event description:
On 7/10/97 - notice of alert from u.s. Regulatory commission re: the possibility of shielding products containing lead to be contaminated with small amounts of naturally occurring radioactive material. The hosp. Tested two aprons and found them to have low level radiation contamination. The aprons were returned to the MFR.